Event description:
Reportedly, the instrument was sticking to tissue. After a few successful applications on the adnexa, the round ligament was closed into the jaws and then sealed. After advancing the blade via the trigger, the instrument was not able to be released. The trigger was locked in the blade advance position. The surgeon tried to release the trigger unsuccessfully, found it difficult to release the handle from the locked position, and subsequently the instrument broke. The blade fell out, and the head of the instrument bent. The instrument and blade were successfully removed and the surgeon completed the procedure without further incident.